Event description:
The pt was undergoing open-heart surgery. After the surgery was started, the perfusionist discovered the cardioplegia set-up was manufactured incorrectly. The tubing was reversed causing the incorrect volumes to be delivered to the pt. The perfusionist was able to manually control the amounts of blood and cardioplegia that were delivered to the pt. No pt harm occurred.

Event description:
Add'l info rec'd from MFR 09/20/01: "the bard 4:1 blood cardioplegia set was reversed in such that 4 parts cardioplegia solution to one part blood was being administered. The tubing was crossed at the point where it goes through the roller head and the problem was discovered as cardioplegia delivery was started. The perfusionist calculated how much cardioplegia was being delivered and switched to 100% blood when the required volume was in. Complaint sample has not been returned as of 9/19/01. Analysis of complaint sample cannot be performed; therefore complaint cannot be confirmed. Review of complaint history indicates no other complaints of this nature have been reported for this product code. Review of the device history record for this lot indicates that 30 units were manufactured in february 2001. Visual inspection of 26 units from this lot no. 265905 indicate that in all of them the blood and cardioplegia lines were assembled correctly. The complaint device has not been returned to the MFR. At this time it is being held by the hospital.